Event description:
It was reported that asymptomatic patient presented in clinic and the device exhibited post sensed t wave oversensing on the ventricular lead. The pt received inappropriate atp. The device was reprogrammed. At a subsequent follow up, the device exhibited intermittent undersensing on the ventricular channel. The device was reprogrammed. The device remained implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in responses to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Company representative.